Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).